Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 03jan2019. International UDI: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the flow was not calibrated on the unit. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 24jul2019, date rec¿d by MFR :23jul2019. The international fse (field service engineer) evaluated the ventilator and confirmed the reported problem. The fse also identified that the ventilator's screen was scratched, the top cover was cracked and the metal base was warped. A quote for parts replacement was provided to the customer. Multiple attempts were made to obtain the details of the repair, however, no information was provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.